Manufacturer narrative:
Correct contact address (B)(4). A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported a vent inop condition; if it were to occur during use it could cause the unit to shut down. Patient involvement unknown.

Manufacturer narrative:
(B)(4).